Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01096. It was reported that noise was noted on the atrial and ventricular leads via a review of stored egm. The patient was asymptomatic. The leads were explanted and replaced. The patient¿s condition was stable.